Manufacturer narrative:
Investigation details windchill ra609525: the customer reported that they had processed quality control qc samples to validate gel card technique on the day of the event and that the results were as expected. The confirmation was not provided. The analyzer order reports for the 3 tests performed were provided confirming the pattern of reactions as reported by the customer. Technical support specialist reviewed e-connectivity data for donor unit# (B)(6) (encrypted sample ID (B)(6) and found: - barcode scan report shows donor unit (B)(6) was scanned in using the analyzer internal barcode scanner and the sample was correctly identified - metering report shows sample was pipetted from section 2 position 2 which matches the location as per barcode scan report - metering report shows an a sample was pipetted prior to sample in question - review of gel card images shows 1st run of sample was moderately hemolyzed, 2nd run of sample in the same card was not hemolyzed and the metering report showed 2nd sample had a higher volume than the 1st sample; technical support specialist questioned if this was the same sample aliquot and the customer said no: 2nd sample was a fresh segment; 3rd sample was the same aliquot but with saline added as 3% suspension, - metering report shows the same vial of mts diluent 2 was likely loaded based on volume remaining after the initial test and the repeat test on a new aliquot that gave the expected results. Technical support specialist inquired on any other unexpected results; the customer said there were none. The review of gel card preprocessed images (B)(4) shows no defect to gel cards. Technical support specialist reviewed dilution tray inventory on both customer ortho vision analyzers: the dilution tray used in these testing was not previously used on either ortho vision analyzer. The review of these data demonstrates that carryover is unlikely. As part of the investigation, a batch record review was requested for mts abd monoclonal grouping card lot 110124053-02. The device history record for this lot was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (anti-b lot 102124040) associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this lot. The lot met all specifications, all in-process and product release criteria (dra609436). Mts a/b/d monoclonal grouping lot 110124053-02 retention cards were tested on an ortho vision analyzer with mts diluent 2 plus lot 246, albaq-chek lot v281822 and donor (B)(6) (b rh neg). All results were as expected. A total of 97 retention cards were visually inspected for defects and none were found. Mts a/b/d monoclonal grouping lot 110124053-02 performed as intended. Manufacturing site was unable to confirm the customer complaint (dra609561). A review of the worldwide complaint databases up to 08 april 2025 was performed for mt081115 (mts a/b/d monoclonal grouping card) lot 110124053-02 and master bulk lot 110124053. One other complaint was identified for lot 110124053-02 with call area falsepos. Detailed review of the activities for this complaint did not identify a similar profile as this complaint. One other complaint was identified for 110124053-01 with call area mf. Detailed review of the activities for this complaint did not identify a similar profile as this complaint. No trend is identified (dra609526). No further investigation was performed on this incident. The assignable cause of the discrepant false positive result in a(abo1) antigen typing could not be identified. However, there is no evidence of any systemic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
Cms (B)(4), windchill ra609525 on (B)(6) 2025, a customer contacted ortho global technical support center (gtsc) to report what was described as a discrepant false positive result in a(abo1) antigen typing for one donor unit using mts a/b/d monoclonal grouping card lot 110124053-02, on their ortho vision swift ID-mts serial (B)(6). Complainant/complaint reporter: tana tyson - blood bank technical specialist date of event: 20mar2025; reported on (B)(6)2025 by (B)(6)to gtsc equipment: ortho vision ID-mts serial (B)(6); manufacture: 06feb2023 software version: not provided reagent(s): mts a/b/d monoclonal grouping card lot 110124053-02 expiry 02sep2025; manufactured 02dec2024 other reagent(s): not provided donor information: known to be b rhd negative donor unit# (B)(6) the customer reported that, on (B)(6)2025, they had tested a sample from this donor for abd confirmation using mts a/b/d monoclonal grouping card lot 110124053-02 conjunction with their ortho vision swift ID-mts analyzer (B)(6) and that they had obtained strong positive reactions with the anti-a and the anti-b and a negative reaction with the anti-d, concluding to an ab rhd negative blood group. The customer reported that there was no mixed field reaction. The customer reported that they tested this same aliquot of cells in tube method and that they had obtained a result of b rhd negative. No further detail was provided. The customer reported that they had re-tested a new aliquot of cells using the same lot of mts a/b/d monoclonal grouping cards and the same analyzer and that the result was b rhd negative. The customer reported that lastly, they had re-tested the primary aliquot of cells (but diluted to 3%) using the same lot of mts a/b/d monoclonal grouping cards and the same analyzer and that they had obtained too few cells gradings with the anti-a and the anti-d, but the result was clearly b rhd negative. The customer reported that no biased result was reported to a clinician. The customer reported that the donor had not been harmed as a result of the reported event.